Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed and product found to be in fair condition with a scratched screen and cracked housing. Customer's complaint was verified. The event log did was unable to be downloaded. Service will replace the circuit board the memory is corrupted. Use testing was performed. The problem source is defective component of the cirucit board.

Event description:
Information was received that the cadd legacy plus pump had error code 1261. No adverse patient effects.